Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined in the absence of a confirmed source; however, there was no indication this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though the root cause of this event remains unknown, it was suggested the patient¿s infection was caused by a cross-contamination of a preexisting upper respiratory infection. This is further evidenced by the presence of microorganisms that are part of the normal flora of human hands, as well as gastrointestinal (gi) and genitourinary (gu) tracts. Furthermore, it is well known that most fungal peritonitis infections are caused by touch contamination of the pd catheter. Therefore, the liberty select cycler with the liberty cycler set can be excluded from the root cause of this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 27/jun/2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following fever, coughing and upper respiratory congestion. The patient complained of cold-like symptoms approximately one week prior to hospitalization. Cloudy peritoneal effluent fluid was noted by hospital staff on the morning of (B)(6) 2023 following the patient¿s ccpd treatment on a hospital provided cycler (unknown brand and model). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with candida albicans and wbc count of 2844/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient more than likely contaminated his pd catheter (not a fresenius product) in the environment of an upper respiratory infection; however, there was no report of a sputum culture result in the patient¿s hospital discharge paperwork, so the organism could not be matched to the peritonitis pathogen. The patient was prescribed oral fluconazole at 200 mg daily for two weeks and other antibiotics while hospitalized (unknown types, routes, dosages and frequency). The patient¿s pd catheter was removed due to the nature of infection and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy. The patient underwent hd therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was affirmed the patient¿s upper respiratory infection and associated symptoms were unrelated to pd therapy. Additionally, it was confirmed the patient¿s peritonitis infection, and the associated hospitalization were not due to a deficiency or malfunction or any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis starting on (B)(6) 2023 with plans to resume ccpd therapy once cleared by his physician.

Event description:
On 27/jun/2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following fever, coughing and upper respiratory congestion. The patient complained of cold-like symptoms approximately one week prior to hospitalization. Cloudy peritoneal effluent fluid was noted by hospital staff on the morning of 24/jun/2023 following the patient¿s ccpd treatment on a hospital provided cycler (unknown brand and model). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with candida albicans and wbc count of 2844/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient more than likely contaminated his pd catheter (not a fresenius product) in the environment of an upper respiratory infection; however, there was no report of a sputum culture result in the patient¿s hospital discharge paperwork, so the organism could not be matched to the peritonitis pathogen. The patient was prescribed oral fluconazole at 200 mg daily for two weeks and other antibiotics while hospitalized (unknown types, routes, dosages and frequency). The patient¿s pd catheter was removed due to the nature of infection and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy. The patient underwent hd therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on 28/jun/2023. It was affirmed the patient¿s upper respiratory infection and associated symptoms were unrelated to pd therapy. Additionally, it was confirmed the patient¿s peritonitis infection, and the associated hospitalization were not due to a deficiency or malfunction or any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis starting on 30/jun/2023 with plans to resume ccpd therapy once cleared by his physician.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.